Manufacturer narrative:
Other catheter. The pump and a 15.4 cm proximal segment of the catheter including the pump connector was returned. Final device analysis reveals no anomalies found. Normal pump and catheter function.

Event description:
The device was returned to the MFR with no info. The MFR's device tracking system indicated that the pt had expired. The cause of death is unk. Additional info has been requested from the hcp, a follow-up report will be sent if additional info becomes available.